Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(4) 2013. The pt reported that a silver piece fell from the ez breathe atomizer into his mouth while in use. He added that he saw broken pieces of the washer on the ground and believed that he swallowed the broken portion of the washer in his mouth. The pt reported that he did not require medical attention following the incident.